Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the patient developed an infection. The implantable cardioverter defibrillator (ICD) system was removed. It was also reported one of the leads which was removed, but not active at the time of the infection, was previously ¿taken out of service due to an unknown product issue.¿no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.